Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received lost sensor alerts. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer stated that the sensor was missing a cannula. Customer was unsure as to whether or not the cannula was in his body. The customer was referred to their health care provider for treatment. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.